Event description:
One of our independent reps contacted ami and stated that while he was adjusting the seat depth adjustment on the bantam medium that the back moves freely once the knobs are loosened and that back hit him in the forehead causing a small cut in his forehead.

Manufacturer narrative:
The bantam medium instructions for use includes instructions to support the back when adjusting the seat depth. The representative did not consult the instructions for use prior to adjusting the seat depth. Although this is covered in the instructions for use, altimate medical is adding a label on the back of the unit stating to support the back when adjusting seat depth as an additional preventive measure.